Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead¿s threshold had increased and then two months later the thresholds decreased. The patient will be checked again in a couple of months to assure lead behavior stability. The rv lead remains in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.